Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the reportmedtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after unboxing and inserted the battery, the videolaryngoscope would initially turn on but no image was displayed as it reported that the battery was flat. After a fair bit (~10-15mins) of playing around, turning on-off again, re-mounting the battery on multiple occasions; the device appeared working fine. There was no patient involvement.